Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
There was no report of patient harm. The date of event is unknown. The time of event is unknown. No known adverse event. No video image

Manufacturer narrative:
Correction information g4:. Premarket identification PMA/510(k) g6: follow up #2 h2:if follow-up, what type?

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the us connector cable buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the us connector cable. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result additional information h4: device manufacture date.